Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change procedure as the pacemaker was at end of life. During procedure, the right ventricular lead was connected to the new pacemaker generator, it was observed that the lead exhibited loss of capture when configured in bipolar and unipolar configuration along with high, out of range, pacing lead impedance. The right ventricular lead was removed from the generator and reconnected again and there was still no change in impedance and loss of capture was also observed. The right ventricular lead was capped on 2/18/2019 and a new lead was implanted on the right side along with a new right atrial lead due to inability to access the left side. The patient was in stable condition pre and post procedure.